Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device in pacemaker mode is apparently not delivering the stimulation indicated on the screen. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is a correction that actually the first follow up emdr is not complete and the investigation is still on-going.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that philips received a complaint on the defibrillator indicating that the device in pacemaker mode is apparently not delivering the stimulation indicated on the screen while in use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
As per investigation update, this case is updated to serious injury and the investigation is still on-going.